Event description:
The customer stated that he tested his blood glucose and received a reading of 292 mg/dl using his contour meter. He retested and received a reading of 89 mg/dl using his elite meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.